Event description:
A pt reported blood glucose results of 149 mg/dl with a lifescan meter and 100 mg/dl on a lab device, performed with 30 mins of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The customer svc rep walked the pt through two consecutive control solution tests and both results fell outside the specified range. Based on the failed qc tests, there is an indication that the prod malfunctioned and that the event meets the criteria for a medical device reportable. Test strips were replaced.

Manufacturer narrative:
Life scan has requested the return of the subject strips for eval, but has not yet rec'd them. If the strips are returned, lifescan will eval them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.